Manufacturer narrative:
Product analysis: the reported instrument was unable to measure and it was producing inaccurate results was verified during service. The service technician noted that it was not possible to confirm the reproduction of a phenomenon that could not be measured, but it was confirmed that there were many errors recorded in the error history (motor stall error, position error, etc.). No other abnormalities were observed in the exterior of the instrument. The issue was resolved by replacing the y-axis drive belt, x-axis drive belt, flag motor and adu control board and calibrating. Post-repair testing was performed per specifications. Conclusion: the complaint is confirmed for the hms plus instrument unable to measure and producing inaccurate results. It was not possible to confirm the reproduction of a phenomenon that could not be measured, but it was confirmed that there were many errors recorded in the error history (motor stall error, position error). The issue was resolved by replacing the y-axis drive belt, x-axis drive belt, flag motor, and adu control board and calibrating. No patient/clinical safety issues reported. Trends for issues with this product are monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this hms plus instrument, it was reported that the instrument was unable to meas ure and it was producing inaccurate results. The instrument was replaced to completed the procedure. There was no patient involvement so no adverse effect occurred. Additional information was received stating that the issue was not the instrument, incorrectly reading or being unable to read/identify the cartridge. Additional information received states that the inaccurate results were lower than expected. No heparin was administered to the patient based on the inaccurate results and the customer continued with normal protocol.

Manufacturer narrative:
Correction: h3.2 device returned to manufacturer has been selected and the img codes have been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.